Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. The customer has indicated that the incident unit will not be returned. A review of the reported lot number indicates that the product was within the assigned expiration date at the time of the reported incident. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure part of the clear plastic insulation on the tip of the device disengaged during the procedure. The piece was successfully retrieved and another device was utilized to complete the procedure. There was no patient injury. No additional information was provided.